Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
On (B)(6) 2013, patient reported the cartridges have leaked insulin for the past 2-3 months, and he believes the leak was caused by the infusion device piston rod. He discovered the leak when he saw moisture in the cartridge compartment. The cartridge, infusion set, and adapter were discarded and will not be returned for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
Since no material has been returned from the customer and the lot number is unknown, no investigation could be performed. Therefore, the complaint cannot be verified. Device was not returned to manufacturer.